Event description:
It was reported that the pt experienced some discomfort at the scs ipg site after a fall from a boat onto a log at the ipg area. The ipg felt bent. During ipg replacement procedure, it was discovered that the header was partially torn from the titanium body of the ipg. The device was replaced by a new device. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.